Manufacturer narrative:
(B)(4). Lot numbers: m021122, m021297, m021375, m021700, m021773, m022098. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog and humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
Quarterly summary report for alleged occlusion alarms. It was reported that occlusion alarms occurred or occlusion alarms were intermittent. The issue was resolved by clearing the alarm, loading a new cartridge, switching to labeled insulin, or reverting to an alternate method of insulin therapy. There was no adverse effect.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the reported issue was verified and a different issue was identified.